Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. (B)(4).

Event description:
According to the information received, customer, (B)(6), has used peristeen every day. They have been irrigating for a year now. The incident happened when the customer was removing a catheter at home. When the catheter was removed, no faeces came out, but there was light bleeding. The bleeding lasted through out the night and into the morning. Customer did not experience pain or fever. Went to doctor shortly after and had been prescribed titanorene cream.